Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh, ams apogee and ams perigee were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 06/30/2016. It was reported that patient concurrently underwent anterior and posterior repair with utilization of the perigee and apogee system.

Event description:
It was reported that patient concurrently underwent anterior and posterior repair with utilization of the perigee and apogee system.